Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. Capsular contracture: unable to observe as it is a medical event not related to the device. Pain: unable to observe as it is a medical event not related to the device. Additional observations: stress mark observed on the device. Crease fold and wear abrasion observed on the device. Black particles observed on the device. No further actions are required as the device was implanted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "pain, rupture suspected by ultrasound and confirmed by MRI, and a capsular contracture baker grade iii on the right side". Device has been explanted and replaced.